Manufacturer narrative:
The 2 complaint devices were returned for eval and were visually inspected. Results: 2 out of the 2 returned devices did not have slits in the silicone seals of the rt021 catheter mount suction ports. We have notified our supplier of the faulty silicone seals, and further training has been provided to our mfg personnel on inspection of the seal and in particular, the slit in the seal. Conclusions: this is a known problem and is due to a mfg error. The occurrence rate of such complaints is approx 0.23% worldwide for the last year. We believe that the actions we've put in place with our supplier and in our in-house processes will reduce this occurrence rate dramatically. We will continue to trend and monitor all complaints for this fault.

Event description:
A hosp reported that two rt021 catheter mounts did not have slits in the suction port. The devices were not used on a pt when the faults were detected.